Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery, it was reported liquid (blood or serum) can get inside the handpiece, in between the handpiece and the lid and goes to the battery. Reportedly if the liquid gets out, it comes infected because it was in touch with the battery. It can be seen that the seal from the lid has malfunction. It was reported the device was tested with a new lid and the problem was gone. This is 1 of 1 report for complaint #(B)(4).